Event description:
New information noted that the physician has decided to not cap or revise the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, a history of multiple right ventricular noise reversion episodes due to oversensing. The noise was reproducible with isometric exercises. The device was reprogrammed, and lead revision was discussed. The patient was stable.